Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The gas inlet valve was replaced to correct the reported fault. The customer contact reported there is no patient information available. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.